Event description:
It was reported to boston scientific corporation that after replacement of a corflo cubby low profile gastrostomy device, the device button locking tab was noted to be broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.